Event description:
It was reported when using the bd nano¿ 2nd gen pen needle, the device experienced the inability to deliver insulin/medication. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: it was reported that 5 pen needles clogged during injection. Verbatim: consumer reported found 5 pen needles that clogged during injection. Consumer called lilly first and 2 different times. Humalog user first time called lilly a few months ago and then again last week lot # 1082132 catalog# 320550 date of event 12/10/2021 = 3 pen needles date of event unknown as much as a few months ago sample status awaiting sample.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/7/2022. H.6. Investigation: customer returned (4) used 32gx4mm bd pen needles from lot# 1082132. The customer reported that 5 pen needles clogged during injection. The returned samples were examined, and it was observed that 1 exhibited a broken non-patient end (npe) cannula, and 2 exhibited a bent npe cannula. The remaining sample was tested for flow using a test pen injector and was able to expel properly. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think that the pen needles were clogged. Since all 4 pen needles were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The npe cannulas were bent or broken after the user handled the pen needles. H3 other text : see h.10.

Event description:
It was reported when using the bd (B)(6) 2nd gen pen needle, the device experienced the inability to deliver insulin/medication. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: it was reported that 5 pen needles clogged during injection. Verbatim: consumer reported found 5 pen needles that clogged during injection. Consumer called (B)(6) first and 2 different times. Humalog user first time called (B)(6) a few months ago and then again last week lot # 1082132, catalog# 320550 date of event (B)(6) 2021, 3 pen needles date of event unknown as much as a few months ago sample status awaiting sample

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd nano¿ 2nd gen pen needle, the device experienced the inability to deliver insulin/medication. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: it was reported that 5 pen needles clogged during injection. Verbatim: consumer reported found 5 pen needles that clogged during injection. Consumer called lilly first and 2 different times. Humalog user first time called lilly a few months ago and then again last week. Lot # 1082132; catalog# 320550; date of event (B)(6) 2021 = 3 pen needles; date of event unknown as much as a few months ago; sample status awaiting sample.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.